Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead developed a hematoma. Subsequently, the patient was hospitalized and put under anesthesia to drain the hematoma. No additional adverse patient effects were reported. This device remains implanted and in service.